Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by abdominal pain. The pt was not hospitalized for the event. The cause of peritonitis was unknown. On the same date as occurrence, the pt began treatment for the peritonitis with an unknown drug ip (intraperitoneally), nightly (dose unknown) for an unspecified amount of time. At the time of this report, the pt was recovering from the peritonitis and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13a04047, h13b07048, h13d08067, and h13d30020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed for potentially associated lot number h13e31025 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The exception summary was reviewed for this batch with an exception noted for the batch, however, the exception did not indicate any issues related to the complaint. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).